Manufacturer narrative:
The serial number of cobas 8000 c702 module a is (B)(6). The serial number of cobas 8000 c702 module b is 16l6-10. The reagent lot number is 853137, with an expiration date of 31-oct-2025. The field service engineer (fse) inspected the modules and found the sample probe bent. He replaced this part and cleared a blocked cell rinse tube. He confirmed that the assay and modules were performing according to specifications. Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. The investigation determined that a component malfunction had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine plus ver.2 results from two patient samples tested on two cobas 8000 c702 modules (module a and module b). On (B)(6) 2025: the initial result from module a was 119 umol/l. The repeat result from module a was 76 umol/l. On (B)(6) 2025: the initial result from module b was 85 umol/l the repeat result from another analyzer was 58 umol/l. The initial results were not reported outside the laboratory, as they did not align with the patients' clinical history.